Event description:
It was reported that the patient underwent an explant of an intraocular lens (iol) in a secondary procedure on the same implant date due to an incorrect lens being implanted by the surgeon. An incision enlargement was made to explant the lens. Once explanted, a new lens was implanted. No complications were reported. In addition, it was stated by the customer that the explanted intraocular lens (iol) was lost in the drainage bag. Therefore, the lens will not be returned for evaluation.

Manufacturer narrative:
Intraocular lens (iol). Incision enlargement. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.